Event description:
It was reported that the patients charger was too hot that it burned her.

Manufacturer narrative:
Sc-6412-3 ((B)(6)). The returned charger was analyzed and with all the available information, boston scientific concludes the reported event was confirmed. The charger was not functional due to a blown fuse (f1) and a burnt diode (d2). The blown fuse (f1) and a burnt diode (d2) were likely due to an unexpected over voltage condition. No instances of overheating were observed when the charger was monitored for four hours while placed in the base station.

Event description:
It was reported that the patients charger was too hot that it burned her.

Event description:
It was reported that the patient's charger was too hot that it burned her.